Event description:
Three cardinal-carefusion airlife ncpap units received (B)(6) 2009 and used in the (B)(6) hospital neonatal ICU exhibit (as monitored on the ncpap units and the associated drager infinity delta pt monitors) very intermittent oxygen delivery to the pts. The symptom is an immediate increase in delivered oxygen (noted by me in one case to be a jump from 24% to 33% oxygen). In the same nicu two similar airlife ncpap units received (B)(6) 2008 have had no reported occurrences. The engineer (B)(6) was connected to at carefusion told me how important the two internal filters and the oxygen bleed are. I found the internal filters loose and the bleed within specifications. I replaced the filters. The engineer said this type of problem occurs with shifts in oxygen/air supplies. We called in a certified medical gas inspector/verifier and had the gasses checked. The conclusion was: "the medical air and oxygen piping is performing as required by (B)(6) with no change in results for five years. I left a message with the carefusion engineers answering machine requesting a conference call to help pinpoint the cause of the intermittent oxygen delivery. I have gotten no response. The director of respiratory care feels that inadvertent delivery of excess oxygen to our tiny patients could have long term effects that are not apparent at this time.